Event description:
Customer reported erroneous low access unconjugated estriol test results was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous test results were reported out of the lab. The customer obtained consistently low results for unconjugated estriol below the analytical range. The pt was redrawn and similar results were obtained from the new sample. The customer performed dilutions on the pt's sample which recovered higher results. Samples were sent to beckman coulter, inc. (Bci) for testing. The lab at bci confirmed the presence of a heterophile antibody which cause the erroneous low test results. No reports of death or serious injury, and no adverse effect to pt treatment as a result of this event.

Manufacturer narrative:
The sample was tested at a lab at beckman coulter, inc. The lab confirmed the existence of a pt source interferent for the sample received from the customer. The interference likely relates to heterophile antibodies. This interfering compound caused reproducible false negative unconjugated estriol and the results do not correlate with the clinical status of the pt. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events.